Event description:
According to the reporter, during a laparoscopic and video-assisted thoracoscopic surgery lobectomy procedure, while stapling the lower lobe of the bronchi, the branches of the loading unit could not be opened at first. Only after repeated attempts and with a lot of force could the branches be opened. The loading unit could not be triggered completely. The staple line was incomplete at the distal. A new loading unit was used to complete the case. Furthermore, a leak in the bronchial stump was sutured over. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument firing knobs were retracted, and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. It was reported that the device was returned without an alleged complaint. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.